Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: l4-5 laminectomy. Medial facetectomies. Complete facetectomies. Decompression of neural elements. L4-5 and l5-s1 discectomies. Placement of interbody device. L4-5 and l5-s1 interbody arthrodesis with morselized autograft and bone morphogenic protein(bmp). L4-5 and l5-s1 posterolateral arthrodesis with morselized autograft and bone morphogenic protein(bmp). L4, l5 and s1 instrumentation with pedicle screws. Fluoroscopic interpretation and microscopic technique. Pre-op and post-op diagnosis: lumbar spondylolisthesis and lumbar disc degeneration as per operative notes: "the microscope was brought in. Discectomies were performed at l4-5 and l5-s1. The endplates were decorticated. Each disc space was filled with morselized autograft and with bmp and then two cages of 10 mm size were packed with morselized autograft and impacted into the interbody space at l4-5 and l5-s1 from the right and crossing the midline. The transverse process and sacral ilia were decorticated at l4 and l5, and then more bmp and morselized autograft was placed for the posterolateral arthrodesis.. No complications were reported." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.